Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump alarmed for a no delivery. The blood glucose reading was 490 mg/dl. The customer was treated with manual injections. Insulin did exit with a fixed prime during troubleshooting. The infusion set was removed and the cannula was not bent. An additional prime was run and insulin did not exit and the insulin pump alarmed for no delivery. It was advised that the infusion set may have been inserted in a capillary. She was advised to change the infusion set and monitor the issue. The insulin pump was not replaced or returned for analysis.